Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be completed because the provided lot number was invalid. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the foley tray to the sterile field, they noticed a hair was wrapped around the foley catheter and on the bag of the foley. They did not grab the foley out of the tray and it was not touched. They sequestered the item and tray and wrapped it back into its original packaging and it was shipped on 11dec2024.

Event description:
It was reported that upon opening the foley tray to the sterile field, they noticed a hair was wrapped around the foley catheter and on the bag of the foley. They did not grab the foley out of the tray and it was not touched. They sequestered the item and tray and wrapped it back into its original packaging and it was shipped on 11dec2024.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.